Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The patient presented with infection six days post procedure, which was suturing of the meniscus. The surgeon is not sure what caused the infection (he says that the infection doesn't need to be caused by the implants themselves). The patient was started on antibiotics. Hospitalization and plurality of flushes were performed of the knee. Pictures were taken of the knee joint and the sutured meniscus during surgery. Cultures were taken from the knee joint and showed growth of cns (coagulase negative staphylococcus). The patient had pain and swelling of the knee joint days after surgery. The patient is now free from the infection, but still has a stiff knee.

Manufacturer narrative:
Examination is not possible, as the devices will not be returned. Based on the nature of the complaint, a review of the sterility records was conducted. The product was sterilized per specifications. All process parameters were confirmed to be within specification. No abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).